Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a power on reset (por) on their programmer. The patient is not sure if she was near any emi. The issue was resolved at the time of the report. The patient's medical history includes spinal cord stimulation and chronic pain. No further complications were reported. No patient symptoms were reported.